Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age and weight not provided for reporting. (B)(4) unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: while the surgeon was pre-drilling for the helical blade insertion, the drill bit shattered. It is unknown if the drill bit fragments were retrieved and unknown if patient harm was reported. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tfn-advanced proximal femoral nailing system (tfna) procedure on (B)(6) 2017 to treat a femur fracture. While the surgeon was pre-drilling for the helical blade insertion, the drill bit shattered. It is unknown if the drill bit fragments were retrieved and unknown if patient harm was reported.. The sales consultant was not present during the case. Reportedly, the surgeon decided to complete the procedure using a lag screw instead of the helical blade. The procedure was completed successfully. It is unknown if there was a surgical delay. The patient outcome was reported fine. There is 1 device in this complaint this report is 1 of 1 for (B)(4).